Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test. Pump was received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 33 mmol/l at the time of incident. The customer's blood glucose was 32.8 mmol/l at the time of call. The customer stated that they had symptoms of high blood glucose such as nausea and vomiting. The customer stated that they gave correction with manual injections. The customer stated that the blood glucose was stabilized during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was done for high blood glucose and they found air bubbles in the tubing. The customer also reported that the insulin pump was not working. The customer stated that the insulin pump was not alarming when the insulin was not being delivered. The insulin pump will not be returned for analysis.